Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and chest pain post-operatively after right ventricular (rv) lead was implanted. It was also reported that the rv lead perforated the heart. The patient experienced cardiac tamponade and pleural effusion. The patient underwent a sternotomy to repair the heart wall and remove the lead. The lead was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.